Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, customer experienced cold sweating, headache, could not speak and was unable to self-treat, requiring third-party administration of glucagon powder (nasal inhaler) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.